Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose level was 273 mg/dl. The customer reported that the customer¿s blood glucose had been 300 mg/dl to 400 mg/dl and other high blood glucose was 416 mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.